Event description:
Event 1: "cadiere forceps (version: 8, lot: k132307200158, ref: 471049) wire broke inside patient. Patient here for left upper lobe wedge. Pa annmarie noticed wire to cadiere forceps snap off. Have extras available and watch for similar events with same device." Event 2: "davinci xi cadiere broke wire while inside patient. No evidence of retained parts. Version 8, lot k13230720 0153, ref 471049. Product delivered to silver cabinet." Manufacturer response for davinci xi cadiere version 8, davinci xi cadiere version 8 (per site reporter): [redacted date] sent contact to operating room to clarify if this is the same event as tracker (B)(4) and to confirm the correct lot number as they differ only by the last number. Or confirmed two separate events.